Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an unrelated procedure. Under fluoroscopy, the right ventricular lead exhibited externalized conductors. There were no electrical anomalies on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before and after surgery.

Manufacturer narrative:
Correction: event date should have been (B)(4), 2018. First notification date should have been (B)(4), 2018